Manufacturer narrative:
To date, information suggests that this pacemaker does remain in service. Initial implant paperwork indicated that this pacemaker had been programmed to a rate of 60 beats per minute. This information completes the investigation associated with this report. If new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
The device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being submitted based on a review of the original clinical observation, the patient reported syncope and cyanosis of the lips.

Event description:
Boston scientific received information from the pacemaker patient expressing concern that the device battery may have depleted prematurely. The patient noted that when she went in to see her general physician some time ago, that her heart beat was at 58 beats per minute (bpm), but that the pacemaker was set at 70 bpm. The patient also indicated the device had migrated a couple of years ago and that her following physician had opted not to do anything about it. The patient also described feeling faint. The boston scientific technical services consultant advised the patient to seek professional medical attention.